Event description:
Pt rec'd treatment for "carotid net of the macular" physician felt he wasn't seeing the response he should, therefore he increased the power three separate time (at least) and the resultant effect was damage to the macular. Procedure stopped at 75% complete. Dr claims the damage occurred at 230 milliwatts, but felt laser was giving sporadic powers to tissue. Pt scheduled to complete procedure 10/05/98 with a different laser. Damage to be evaluated in two weeks.